Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and far field r-wave (ffrw) oversensing at time triggering atrial ta chycardia/atrial fibrillation (at/af) episodes. The right ventricular (rv) lead also exhibited oversensing of short v-v intervals. The ra lead was initially reprogrammed and both pacing leads remain in use. No patient complications have been reported as a result of this event.